Manufacturer narrative:
Additional information: sample was received for evaluation. The sample was visually inspected and the needle holes in the needle chamber were noted. The valve was hydrated and tested for programming, the valve passed the test. The valve was flushed and no occlusion was noted. The valve was tested for leakage and the valve only leaked from the needle holes in the needle chamber. No root cause could not be determined as no functional problem was noted with the valve. Due to no lot information, a review of manufacturing records could not be performed. Based on the results of the investigation, the reported issue could not be confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). The device has been returned and is awaiting evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the ous affiliate, after a week and a half, a certas inline valve was suspected of being obstructed and was revised. No permeation of blood or debris to the cerebrospinal fluid was confirmed. The patient is under monitoring. The product will be returned to your site.